Manufacturer narrative:
The subject device was received and evaluated. During device evaluation, the device was being disassembled on flow line, when the control body was lowered on the initial stage, a piece of silver wire dropped on the technician¿s desk. The device was being disassembled at the time of the incident ( the instrument was being stripped as part of a major repair) ; no leak check was carried out. Further investigation has identified the foreign debris as mechanical solder wire 3.2cm in length. The wire was easy to straighten, both ends have signs of heat contact from previous uses. Furthermore, the following defects were identified during the inspection: light cover glass -lens glue has worn. Light transmission condition test failed ¿fluid evident. Optical cover glass chipped optical cover glass adhesive worn out. Raiser wire noted damaged. A-rubber glue (distal end) adhesive has lifting. Insertion tube has mechanical damage. Identity badge missing. Angulation is out of specifications angulation (play observed). Based on device evaluation findings, the technical evaluation has been unable to confirm the customer specified fault. Service repair noted that the device channels were possibly cleared during reprocessing . Furthermore, it was noted that the solder wire remnant found during the disassembly, noted to be from the previous major repair on october 13, 2021 ("the solder wire remnant had been introduced during the previous major repair on the 13october 2021" ) as noted by service repair. Service repair noted that this finding is not attributed to the customer specified fault as the solder wire dropped from within the control body not the working channels and the customer would not be aware of this issue . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the customer booked device at olympus regional repair center (rrc) southend reported with an issue of "blockage can't clear". According to the report, there are no issues or concerns from the customer , device did not fail during procedure. The issue was found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation reported that during the repair process at rrc southend, foreign debris believed to be a solder wire from the previous repair (B)(6) 2021 dropped from the control body during stage 1 disassembly on flow line. This report is being submitted for foreign debris that dropped in the body control unit found during device evaluation. There is no patient infection, no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.